Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was scheduled for extraction for an unspecified reason, and technical services (ts) was consulted regarding lead specifications. Patient/device details and implant status are not known at this time. No additional adverse patient effects were reported.